Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was problem. No fragment fell into the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a loose cable, and there was no material missing or detached from the instrument at the distal end. The instrument did not move in the intended direction, and there were reports of issues related to non-intuitive motion. There is no allegation of arcing during the procedure, and no loss of cautery was experienced. It is unknown if there were broken input disks, and the instrument's tips were not misaligned/bent. The jaws were not stuck closed on tissue, and there was no injury to the patient as a result of the reported failure. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system where it passed the recognition and the engagement tests. No cable damage was observed. The instrument was found to have a broken grip at the grip base. A piece approximately 17.71mm was found to be broken off and was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.